Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was passing the mesh leg through the right sacrospinous ligament, the suture snapped and the bullet detached and was caught inside the capio device. The physician completed the procedure with a separate prolene suture and a new stand-alone capio device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.